Event description:
A medtronic representative reported that the fusion navigation system became unresponsive prior to and during navigation. They would power cycle the system each time it became unresponsive and the continue with the surgery. The fess procedure was completed with the use of the fusion navigation system. No impact to the patient was reported.

Manufacturer narrative:
RMA issued. Replacement shipped (B)(4) 2012. Computer was replaced in the system in the field. System tested fully functional in the field after computer replacement. Suspect computer evaluated in-house and also tested to be fully functional. No fault found, unable to determine root cause.